Event description:
It was reported that patients ipg did not provide at least 24 hours of therapy between charges. As a result, surgical intervention was undertaken on 17 june 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.